Event description:
Same case as #6000089-2005-01829. It was reported that 7 months after the completion of a staged coronary artery drug eluting stenting procedure the pt expired. The target lesion for the first procedure was a 3.5mm, 95% stenosed portion of a saphenous vein graft located in the 1st obtuse marginal (1st ob marg). The dr treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. The second procedure was done 31 days after the initial procedure. The target lesion was a 2.75mm, 95% stenosed portion of a saphenous vein graft of the distal right coronary artery (dist rca). The dr treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Seven months after completing the second stage of the procedure, the pt expired as a result of ventricular fibrillation. There was no autopsy. In the opinion of the dr the relationship of the pt's death to the target vessel is unk.